Manufacturer narrative:
The device will not be returned as it was discarded by the customer. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Mdrs related to this report: 2029214-2016-01128, 2029214-2016-011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm, two pipeline devices would not open distally. It was reported that first pipeline (B)(4) did not open distally and was resheathed several times, however the device would not open. The pipeline was deployed less than 50 percent when it failed to open. The pipeline was resheathed and removed from the patient. A new pipeline device (B)(4) was attempted and was attempted to be delivered using the same technique; however the same problem was encountered, as the device did not open distally. The pipeline was resheathed and removed from the patient. A new pipeline device was used and deployed without issue. No patient injury. The aneurysm size was small. The max diameter was 2.5 mm and the neck diameter was 3 mm. The distal landing zone was 3.5 mm and the proximal was 5.2 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.